Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display and replace battery alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was shut off and there were more than replace battery alarm without low battery. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for three days. No blank display, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. (B)(4).